Event description:
Customer stated they received a result of l21 on the device. The memory was checked and the l21 was not found. The customer did notice that there was a result of 217 in the memory that he does not remember receiving. The customer also stated, he received a result of 550mg/dl and then retested and received a result of 261 mg/dl. The wrong glucose strips were in use. Controls were in use. The customer also stated that glucose strips are stored outside of the vial. A request was made for the return of the suspect device and replacement product was sent.